Event description:
A hydrothermablation procedure set was used during a hta procedure. According to the complainant, during the procedure, there was leaking at the cervix. Attempts to stop the leaking were unsuccessful as a result of patient 's anatomy. Follow up information received in 2009 confirmed that there was no burn as a result of the leakage, there were also two fluid loss alarms at a rate of approximately 10 cc's, and there was no leakage observed at the cervix during either of the alarms. The procedure was completed with a different device and there were no patient complications reported.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.